Event description:
The customer reported that he was getting a speaker malfunction on his mx700 monitor, and no sound was coming form speaker.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.